Event description:
Patient underwent cataract surgery in 1999, and implantaion of a staar model aa-4207vf intraocular lens in the right eye. During the insertion process the lens tore in two pieces. The surgeon cut the lens to remove it and he tore the capsule in the process. Subsequently, an anterior vitrectomy was done. The lens was properly loaded and ejected slowly. The lens was thrown away and nothing would be returned for evaluation. The patient's preop va: 20/40-1, iop: 10 mm, pod 14 exam, va: 20/70 and iop: 16 mm. Prognosis is fair.